Event description:
Information received from the hospital indicated that insufficiently cleaned items were identified on one of the washers. An investigation at the facility revealed that the tube connecting the cleaning tank and washer had become loose, and that the cleaning process indicator showed poor cleaning results, which were unfortunately overlooked. In response to this incident, the facility collected all items cleaned during the relevant period, replaced detergent tubes across all washer units, including the affected washer, installed detergent flow meters, and reviewed in-house procedures. Additionally, they have implemented or planned re-education programs. While no health impacts have been reported in relation to this issue, we are submitting this report in an abundance of caution, as inadequately cleaned items used in patient treatment could pose a risk of infection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Information received from the hospital indicated that insufficiently cleaned items were identified on one of the washers. An investigation at the facility revealed that the tube connecting the cleaning tank and washer had become loose, and that the cleaning process indicator showed poor cleaning results, which were unfortunately overlooked. While no health impacts have been reported in relation to this issue, we are submitting this report in an abundance of caution, as inadequately cleaned items used in patient treatment could pose a risk of infection. The product involved in the customer product complaint is the 46-series device, model name: 46-4 with the serial number: (B)(6). The unit was manufactured on 14th september 2017 and installed on 10th march 2018. Despite signs that the goods were not processed correctly, the customer approved the faulty load. The issue stemmed from a detergent hose malfunction, preventing detergent transfer to the machine chamber. The customer have to follow the user manual's safety guidelines. Additionally, regular service, which includes checking and replacing hoses as per the service manual, was not performed as required, leading to the issue. Failure of the operator to follow the manual is directly related to user error. Failure to properly follow preventive maintenance routine is related to maintenance error. When the event occurred, the device was directly involved and not meet its specification. Upon the event occurrence the device was not being used for patient treatment. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).